Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Maude report number: mw5082654.

Event description:
It was reported that the patient having scheduled colon surgery; when the reload was put into the stapler and inserted into the abdomen, nurse noticed that stapler reload didn't look right prior to using it. Stapler was removed from abdomen and new reload used. During inspection of bad reload, the metal separated from plastic. New products used. There was no harm to the patient.